Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned o the customer for use. The removed therapy connector assembly was further evaluated at the failure analysis center and the cause of the malfunction determined to be a missing insert; the pin was not making contact to provide therapy.

Event description:
It was reported that the device would not recognize the therapy cable connection to provide defibrillation therapy. There was no pt use associated with the event.